Event description:
The customer reported the maintenance unit had low air pressure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the power switch was damaged with a crack on the protective cover and the plastic cap was torn off. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the air pressure was low due to a faulty air pump unit. Also, evaluation found the air joint unit and connector socket were worn out, one rubber foot was broken off, three rubber feat had weak suction force, and the top and main chassis was rusted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power switch could not be determined. Olympus will continue to monitor field performance for this device.